Manufacturer narrative:
This device involved in this event was returned, however it is currently pending evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. Other device reported in this incident, ref.: 2032493-2016-00203. Reference mvi: (B)(4).

Event description:
It was reported that during the embolization treatment of an ovarian vein, the coil prematurely detached partially within the catheter. A wire was used to wedge the coil and catheter together. The entire system was removed successfully from the patient. No additional intervention was reported. Another coil reported in this incident reported in 2032493-2016- 00203 (mvi ref.: (B)(4)). No harm or injury was reported.